Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal, heavy bleeding") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included dicycloverine (dicyclomine) since (B)(6) 2015 and ibuprofen. In 2013, the patient experienced dyspareunia ("dyspareunia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), pain ("bady aches") and arthralgia ("joints pain"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced alopecia ("excessive hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), micturition urgency ("urine urgency"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and abdominal pain ("abdominal pain"). In 2015, the patient experienced food allergy ("allergic or hypersensitivity reaction type: food ") and contrast media allergy ("allergic or hypersensitivity reaction type: dyes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe, abnormal menstruation pain"), abdominal pain lower ("severe abdominal cramping / severe lower abdominal pain"), abdominal distension ("bloating"), ovulation pain ("painful ovulation"), back pain ("severe back pain"), adenomyosis ("adenomyosis"), rash ("rashes"), pruritus ("itching"), fatigue ("fatigue") and hypoaesthesia ("numbness in hands & feet"). The patient was treated with surgery (she undergo a hysterectomy with removal of the essure devices.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain lower, abdominal distension, ovulation pain, back pain, migraine, headache, alopecia, adenomyosis, rash, pruritus, fatigue, vaginal haemorrhage, menorrhagia, micturition urgency, nausea, irritable bowel syndrome, pain, arthralgia and hypoaesthesia outcome was unknown and the dyspareunia, food allergy, contrast media allergy and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, alopecia, arthralgia, back pain, contrast media allergy, dysmenorrhoea, dyspareunia, fatigue, food allergy, genital haemorrhage, headache, hypoaesthesia, irritable bowel syndrome, menorrhagia, micturition urgency, migraine, nausea, ovulation pain, pain, pelvic pain, pruritus, rash and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that she sought treatment on multiple occasions for symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 17-apr-2018: plaintiff fact sheet & medical record received. Events allergy to food and dyes, urine urgency, nausea, ibs, abdominal pain, joint pain, body pain, numbness in hands & feet are added. Lab data updated. Concomitant, historical conditions added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal, heavy bleeding') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included dicycloverine (dicyclomine) since june 2015 and ibuprofen. In 2013, the patient experienced dyspareunia ("dyspareunia"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), nausea ("nausea"), pain ("bady aches"), arthralgia ("joints pain") and hypoaesthesia ("numbness in hands & feet"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced alopecia ("excessive hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), micturition urgency ("urine urgency/ constant pressure and feeling as if I have to urinate"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and abdominal pain ("abdominal pain"). In 2015, the patient experienced food allergy ("allergic or hypersensitivity reaction type: food") and contrast media allergy ("allergic or hypersensitivity reaction type: dyes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe, abnormal menstruation pain"), abdominal pain lower ("severe abdominal cramping / severe lower abdominal pain"), abdominal distension ("bloating"), ovulation pain ("painful ovulation"), back pain ("severe back pain"), adenomyosis ("adenomyosis"), rash ("rashes") and pruritus ("itching"). The patient was treated with surgery (she undergo a hysterectomy , salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain lower, abdominal distension, ovulation pain, back pain, migraine, headache, adenomyosis, rash, pruritus, fatigue, vaginal haemorrhage, menorrhagia, nausea, irritable bowel syndrome, pain, arthralgia and hypoaesthesia outcome was unknown, the dyspareunia, food allergy, contrast media allergy and abdominal pain had resolved, the alopecia was resolving and the micturition urgency had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, alopecia, arthralgia, back pain, contrast media allergy, dysmenorrhoea, dyspareunia, fatigue, food allergy, genital haemorrhage, headache, hypoaesthesia, irritable bowel syndrome, menorrhagia, micturition urgency, migraine, nausea, ovulation pain, pain, pelvic pain, pruritus, rash and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that she sought treatment on multiple occasions for symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-jun-2019: pfs received- outcome of alopecia updated to recovering/resolving and outcome of micturition urgency updated to not recovered / not resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe, abnormal menstruation pain"), abdominal pain lower ("severe abdominal cramping / severe lower abdominal pain"), abdominal distension ("bloating"), ovulation pain ("painful ovulation"), back pain ("severe back pain"), dyspareunia ("dyspareunia"), migraine ("migraines"), headache ("headaches"), alopecia ("excessive hair loss"), adenomyosis ("adenomyosis"), rash ("rashes"), pruritus ("itching") and fatigue ("fatigue"). The patient underwent a hysterectomy with removal of the essure devices in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain lower, abdominal distension, ovulation pain, back pain, dyspareunia, migraine, headache, alopecia, adenomyosis, rash, pruritus and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, ovulation pain, pelvic pain, pruritus and rash to be related to essure. The reporter commented: it was reported that she sought treatment on multiple occasions for symptoms. Diagnostic results: it was reported that following the requisite time period after implantation of essure had a hsg (hysterosalpingogram) test. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.